Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer's blood glucose level was in the 300's mg/dl range. Tandem technical support educated the customer in regards to the common causes of air bubbles.